Event description:
This report summarizes 177 malfunction events in which the device had paint chips missing. - 177 events had no patient involvement. No patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 175 events were originally reported for this failure mode during the reporting quarter however, 2 events were inadvertently excluded. 177 reported events are included in this follow-up record. Product return status 8 devices were received. 169 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 177 previously reported events are included in this follow-up record. Product return status 177 devices were evaluated in the field.

Event description:
This report summarizes 177 malfunction events in which the device had paint chips missing.177 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 175 events were reported for this quarter. Product return status: 6 devices were received. 169 devices were evaluated in the field. 175 devices were not labeled for single-use. 175 devices were not reprocessed or reused.

Event description:
This report summarizes 175 malfunction events in which the device had paint chips missing. 175 events had no patient involvement; no patient impact.